Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply needs to be replaced. The reported issue is currently under investigation.

Event description:
The customer reported that the center of the image was white and that the system failed the physicians inspection. This issue will cause the system to be unusable due to the inability to see the live image. There was no pt injury or death reported.